Event description:
It was reported to medtronic neurosurgery that the timesh screw broke during surgery. It was also reported that there was no injury to the patient.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
Proteinaceous debris was observed on the exterior of the screw. The returned screw was broken at the first thread away from the screw head. The rest of the screw tail was not returned. It is unknown how or when the damage occurred. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.